Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 09 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 2026095-2020-00094 for the first report. Refer to 2026095-2020-00096 for the third report. Fill volume: 600 ml. Flow rate: 10 ml/hr. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: (B)(6) 2019 time unknown. It was reported that a fast flow event occurred; the total infusion time was 50% faster than expected. Infusion completed in 40 hours instead of the expected 60 hours. Patient was receiving levobupivacaine 0.125%. No patient injury was reported. Additional information has been requested but not yet received.